Manufacturer narrative:
The delivery accuracy of the insulin pump was tested within the pump drive test on the diagnostic test system and meets the specifications. The technical investigation gave no evidence that the device did cause or contribute to the condition reported by the patient.

Event description:
On (B)(6) 2013, it was reported that the patient did not think his infusion device was delivering enough insulin. His blood glucose level had been elevated to 31 mmol/l (558 mg/dl). He has not seen any insulin leaks or smelled any insulin. The patient corrected the elevated blood glucose levels via insulin injection. On (B)(6) 2013, the patient was asked to go over the history in his blood glucose monitor and he felt that there was a bolus missing from the history. The patient was sitting with a nurse and she felt that the infusion device was functioning properly and that the blood glucose monitor needed replaced. The following day, the patient again stated that he does not think the device delivers the correct amount of insulin. His blood glucose levels were still elevated and he has been extremely thirsty. An infusion device specialist met with the patient on (B)(6) 2013, and the patient was still experiencing elevated blood glucose levels and stating that it was due to the device not delivering enough insulin. The specialist agreed to replace the infusion device. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was replaced and was requested to be returned for product evaluation.

Manufacturer narrative:
The incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.